Event description:
It was reported that an asymptomatic patient presented to the clinic for normal follow up. Several episodes of noise were observed. Review of the strips revealed an anomaly with sense pace portion of the lead. Hv therapy has been programmed off. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.